Event description:
It was reported that the implantable cardioverter defibrillator/insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.